Event description:
Seen for routine pacemaker follow-up. Device went to aai mode with applications of magnet. Pt had complete av block. Co reported that this is a known issue. Required urgent replacement of pulse generator.